Manufacturer narrative:
(B)(4): the customer reported that the therapy cable would not stay connected to the therapy port. The customer localized the issue to a failed connector on the therapy cable. The customer was sent a replacement cable.

Event description:
The customer reported that the therapy cable would not stay connected to the therapy port.